Event description:
As reported by the eye care professional, a patient had a memory lens implanted in the eye in 1999 during her cataract surgery. The eye care professional states this lens is part of the batch of memory lenses that developed calcifications. The eye care professional indicated that the lens will be explanted/exchanged. No further details were provided. Additional information has been requested but not yet received.

Manufacturer narrative:
The intraocular lens was not returned for evaluation. The lot number is unknown; therefore, the device history records were not reviewed. (B)(4).